Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. One device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. Six devices were evaluated in the field and the issue was confirmed; four devices had broken/damaged components and two devices had electrical shorts. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events, where it was reported the device had untended zoom motion. There was no patient involvement.